Event description:
It was reported that this right ventricular (rv) lead was suspected to be perforated. There was a loss of capture, low impedance, high thresholds, intermittent capture and also undersensing. Perforation was confirmed through fluoroscopic evaluation. Subsequently, this patient underwent a revision procedure. No additional adverse patient effects were reported.